Manufacturer narrative:
Entire form completed by manufacturer.

Event description:
On (B)(6) 2018 received explanted lead from st. Jude medical. No explant information provided. Investigational letters sent to implanting physician and center.